Manufacturer narrative:
Philips investigated the reported complaint. Based on the information collected, no additional medical intervention was required as a result of the delay. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log files identified an error in detecting the tabletop longitudinal position, which prevented the tabletop from operating. Restarting the system did not resolve the problem. During troubleshooting, the fse placed the system in service mode and observed that the longitudinal position sensor intermittently displayed abnormal values. The fse determined that the issue originated from the variable resistor ad7 nt longitudinal potmeter assembly responsible for detecting the longitudinal tabletop position. The ad7 nt longitudinal potmeter assembly was replaced, and the longitudinal tabletop position was readjusted. Following these actions, the system passed all functional tests and was returned to clinical use in good working condition. At the time the complaint was received, philips did not have sufficient information to rule out the potential for death or serious injury in the event of recurrence, and therefore the complaint was reported. Since that time, additional information has been received, leading to the determination that this scenario is not likely to cause or contribute to a death or serious injury should it recur. If the motorized movements of the table do not function as intended, the c-arm, patient, or staff can be repositioned to allow the procedure to continue safely. For example, the c-arm projection can be adjusted to compensate for a tilted or cradled tabletop; the patient can be positioned feet-first in a floor-mounted stand configuration if lower-body imaging is required; and the table can be manually panned from hip to toe for single-exposure peripheral imaging. If the table height cannot be adjusted, the stretcher height can be aligned with the table height for patient transfer. In the event that cardiopulmonary resuscitation (CPR) is required, staff can elevate themselves if the existing table height is too high to perform effective chest compressions. Based on this information, the loss of motorized table movement is not likely to prevent continuation of the procedure, patient transfer, or emergency intervention. Therefore, the loss of motorized table movement is not likely to cause or contribute to a death or serious injury, and this scenario is not considered likely to result in such an outcome upon recurrence. The codes were updated based on the investigation outcome. The FDA establishment registration number (fei) has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects an administrative registration update only. There have been no changes to the registered owner-operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that during a transcatheter aortic valve implantation (tavi) procedure, there was an issue with the longitudinal movement of the table. The procedure was aborted, rescheduled and successfully completed the following day. An investigation into this complaint has been initiated by philips.